Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure it was noted that the closure device had embolized out of the laa. A surgical thoracotomy was performed to successfully remove the closure device from the patient. The patient did not experience any consequences as a result of this event and remains in a stable condition.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman laa closure device & delivery system (wds) were used. The procedure was completed with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure it was noted that the closure device had embolized out of the laa. A surgical thoracotomy was performed to successfully remove the closure device from the patient. The patient did not experience any consequences as a result of this event and remains in a stable condition. It was further reported that during a bedside ultrasound the closure device was noted to have embolized to the mitral valve. During surgery the laa of the patient was excised and the mitral valve was replaced with a biological valve due to damage.